Event description:
It was reported that the device displayed "cassette insertion/pressure offset error". The surgeon tried to re-insert the cassette to the control unit, but the error was still present. Therefore, the cassette had to be use by gravity inflow without exchanging it. The procedure was successfully completed without patient injuries or complications.

Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection was performed on the product and no issue was observed. During the functional evaluation, the unit was connected to a test d25 control unit for functional evaluation and a cassette insertion / pressure offset error message was displayed. The error message persisted after reinserting the cassette. It was identified that one of the pinch clamps was not open at the time of testing. Once the pinch clamp was opened and the control unit was restarted the unit functioned as intended. The complaint was confirmed.